Event description:
It was reported that the patient had a loss of therapeutic effect and no stimulation sensation from their implantable neurostimulator (ins) following hip replacement surgery (noted as an unrelated to the device therapy). The patient saw the stimulation icon on and that they were on program 4 at 8.5 volts but did not recall the settings before they had the surgery. The patient was going to try other programs on the device. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. Product ID 3 889-28, lot# va0llsl, implanted: (B)(6) 2014, product type: lead. (B)(4).